Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled device change. Prior to the procedure the atrial lead numbers were normal. During the procedure, it was noted that the atrial lead exhibited low impedance when connected to the new device. A second device was attempted; however, the atrial lead exhibited low impedance again. It was determined that the atrial lead integrity was compromised. During the procedure the patient experienced a dissection that was not attributed to the lead. A new lead was not implanted. The physician decided to use the existing atrial lead for sensing only. During repositioning of the atrial lead, the lead exhibited high impedance. Programming changes were performed. The patient was discharged.